Event description:
It was reported that following an endovascular abdominal aortic aneurysm repair, the physician used two prostar devices for closure of bilateral common femoral arteriotomies. The physician used a pre-close technique placing the closure sutures prior to positioning of the aortic endovascular graft. After the graft was successfully implanted, the prostar sutures were tied. The left groin site exhibited persistent leakage which could not be identified with direct visualization and was treated with manual compression and hemostatic sponges. The right groin had no obvious bleeding. The pt subsequently developed severe hypotension and a CT scan showed a large right retroperitoneal hematoma. The pt was taken to surgery for an operative repair of an unspecified site and evacuation of the hematoma. The pt expired 13 days after the event. No additional info is available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.